Manufacturer narrative:
FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 44 days. The event occurred at (B)(6) hospital, turkey. The patient remains ongoing on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that on (B)(6) 2017 after approximately 44 days of support, multiple intermittent low flow alarms occurred. The estimated pump flow fluctuated between 0.0 lpm and 5.7 lpm before becoming stable at approximately 2.0 lpm with a continuous low flow alarm. The patient was asymptomatic. A system controller with a custom software application installed by the manufacturer to reduce the low flow alarm threshold was requested for the patient. The patient was reportedly discharged on (B)(6) 2017. The patient was hemodynamically stable and no further issues have been reported.

Manufacturer narrative:
The device remains in use and was not available for evaluation. The report of low flow alarms can be confirmed based on the submitted log files. The system controller event log file contained approximately 5 hours of data spanning from 05dec2017, which captured numerous low flow events, where the calculate average flow was captured at 2.4 lpm or lower. Some events captured flow at 0 lpm. Per design, when the flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Similar events were captured in the controller periodic log file and in both the lvad event and periodic log files. A specific cause for the low flow events cannot be conclusively determined. Reportedly, the patient was hemodynamically stable with no other issues. A request was made for a custom controller with the low flow threshold set at 2.0 lpm. The patient remains ongoing on vad support. No further information was provided. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.